Event description:
It was reported that during a biventricular pulse generator upgrade procedure, the physician opted to explant and replace an atrial lead that had a history of noise. The patient was in stable condition.